Event description:
The manufacturer received information alleging device is noisy,pressure keep shooting to 15;black and brown particulates coming in tubing and on the filter. Lightheaded,dizzy,shortness of breath,sore throat,cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.